Event description:
It was reported that the patient presented following a remote monitor alert due to the high right ventricular (rv) lead impedance. It was also reported that the physician programmed all therapies and zones "off" and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.